Event description:
It was reported that the insulin pump alarmed battery out limit. Customer reported that he slept too long without eating and his blood sugar went very low. Customer stated he had a blood glucose level of 29 mg/dl and the ambulance was called to wake him up. Customer's current blood glucose reading was 101 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.